Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed and attributed to a pinhole on the bending section cover that resulted in a loss of water tightness. In addition to the reportable malfunction of foreign object in the a/w nozzle, the evaluation found the following non-reportable malfunction(s): due to wear of angle wire, bending angle in up direction and the play of up/down knob do not meet the standard value; bending section cover had a scratch; adhesive on bending section cover was peeling and had a chip and a crack; due to clogging of nozzle, water removal ability did not meet the standard value; probe cover had a scratch and was discolored; connecting tube had a scratch and was discolored; adhesive around light guide lens was peeled; objective lens had discoloration; scope connector cover unit had a scratch; suction connector had corrosion and a scratch; scratches on protector of universal cord on suction connector, universal cord, grip, scope cover, switch box, forceps elevator lever, forceps elevator knob, up/down knob, right/left knob, control unit, and instrument guide; control unit was discolored; the foreign material found has been attributed to insufficient cleaning. The customer responded to device cleaning questionnaire but did not provide any details. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope had a water leak detection error. It was not specified during what type of device usage the event occurred. The device was returned and during the device evaluation the following reportable malfunction was found: foreign object in the air/water (a/w) nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.